Event description:
Patient suffered from a both bone forearm fracture (bbff) on an unknown date in 2008 or 2009. At this time, patient was implanted with a 3.5 lcp 6-hole plate, two 1/3 tubular lcp plates, and screw construct. On an unknown date, patient fell and reinjured the bbff. Patient returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all the hardware from the radius and the ulna and reduced the fracture. Patient was revised with a 3.5 lcp 12-hole plate on radius and a lcp recon plate on ulna. No further information on the recovery or anticipated treatment was available at this time. This is 7 of 14 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported 2008 or 2009.